Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: loss of right ventricular capture: when it is not the lead¿s fault. Heart rhythm case reports. 2025. 11:2¿7. Doi: 10.1016/j.hrcr.2024.11.014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a unique instance of isolated right ventricular (rv) lead loss of capture due to a pericardial mass. The authors described a patient who presented to the emergency department with several weeks of fatigue and shortness of breath. A computerized tomography (CT) scan showed a necrotic pericardial mass at the right ventricular (rv) apex in close approximation tothe lead tip. Intraoperative cultures grew cutibacterium acnes and staphylococcus epidermidis. Device extraction was discussed with the patient due to concerns for lead-related infection. The patient instead received antibiotics, followed by ongoing suppressive antibiotics. The device remains in use. No additional adverse patient effects were reported.